Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was showing signs of infection after 6+ years. The original surgery date is unknown. Doi: unknown. Dor: (B)(6) 2021 unknown affected side.